Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (component code and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Patient, 8 year old girl, was given her insulin injection by her father. They used a new pen needle and the needle broke into patient¿s tissue and remained there. Parents contacted health care that recommended them to go to hospital where an x-ray was performed where it was confirmed the needle was in tissue. A minor surgical incision was performed and the needle was removed. Sample return: sample return yes, 1 used sample, 1 reference sample. These will be send to embecta office and I will conduct sample pick up when they arrive. Product number 320212, lot/serial number (B)(6), product description bd pen needle 31g x5 mm.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.